Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. UDI #(B)(4). The mayfield clamp was not returned by the customer for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reports the head of the patient slid into the mayfield composite series skull clamp. No injury reported and the event did not led to surgical delay.